Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and failure to extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient is recovering condition.